Event description:
Upon insertion into the sheath the tip of the device frayed. FDA safety report ID # (B)(4).

Event description:
Upon insertion into the sheath the tip of the device frayed. FDA safety report ID # (B)(4).